Event description:
Caller states that she was 'pretty much unconscious' and that her device read 63mg/dl. Her son reportedly called the paramedics who arrived 2 minutes later and tested caller at 21mg/dl on their equipment. Family member reports that the paramedics gave user unk substance under her tongue and was transported to the hosp where they started an IV. Son reports that pt remained in the hosp for a couple of days. Son stated that pt injected inuslin based on her results and believed that when her blood glucose was low an injection of insulin would elevate it. Family member reports having control solution, however they are incompatible with the equipment caller has. Requested return of suspect device and replacement was sent.